Event description:
The pt was reported to have a calcific, ectatic right attachment site and tortuous, calcific left attachment site. The superior neck was ectatic and angulated. The superior attachment system was deployed successfully. The contralateral attachment system prematurely deployed while positioning the limb for deployment. No intervention was performed since the contralateral attachment system deployed at the right location.